Event description:
The reporting surgeon provided additional info that indicates the pt developed blindness in the fellow eye (od) during the period when symptoms were first reported. The surgeon believes this contributed to the complaints of visual disturbances and an inability to drive at night. The surgeon indicates that he does not believe the lens malfunctioned.

Event description:
A surgeon reports that post cataract surgery and intraocular lens (iol) implant, a pt sees rays of light at night when using a lamp.